Manufacturer narrative:
No product was returned to the manufacturer for analysis. No log files from the time of the reported event were provided for analysis. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke, neurologic dysfunction and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use provides information regarding the recommended anticoagulation therapy and inr range, and also has information that covers all visual/audio alarms and what action(s) should be performed when they occur. Pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 7 months 28 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was dong well. He had a right heart cath on (B)(6) 2018 and due to an increased pcwp the hm ii was increased to 11000rpms. Discharged home. Felt great all weekend until (B)(6) 2018 after being out on his tractor. He returned to the porch and was acutely short of breath and started having low flow alarms. The vad coordinator on call was notified. He was brought to the implanting center by ems after 3-4 hours. Upon arrival was unresponsive and hypoxic. Was immediately intubated, placed on vasopressors and had stat head CT which was normal, throughout the week he further declined. Went in to renal failure, never followed commands but did move lower extremities (reflexes). After consulting with neurology and the repeat CT scan that showed diffuse embolic stroke. The md's spoke with the wife and withdrew care on (B)(6) 2018. Per echo pump was not working as intended. Pump will not be returned for evaluation.